Event description:
Customer called to report the pump's driver arm was bent. Also stated the device was dropped on the bathroom floor when belt clip cracked. Troubleshooting was performed. Unit tested ok.